Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the channel was blocked due to foam like foreign object and a small part of the working channel came off while using the duodenovideoscope. The issue occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, customer feedback and device evaluation. The customer later provided the scope was not clean and stated they use a competitor¿s (boston scientific) cap that has a foam filter. The customer also stated when they do not use a fine point needle the foam gets pushed into the channel. The facility medical technician has removed the remaining caps from use by the physicians. The device was returned to olympus for inspection, and the device evaluation found the following parts with foreign material: insertion section, distal end, and the biopsy channel confirming the customers complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.